Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included ovarian cyst and pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, right ovary and bilateral fallopian tubes, hysterectomy with bilateral salpingectomies and right oophorectomy. Mild chronic cervicitis. Benign proliferative endometrium. Mild adenomyosis. Benign ovary with a hemorrhagic corpus luteum cyst and follicular cysts. Benign unremarkable fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included ovarian cyst and pelvic pain. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2016: uterus, right ovary and bilateral fallopian tubes, hysterectomy with bilateral salpingectomies and right oophorectomy. Mild chronic cervicitis, benign proliferative endometrium mild adenomyosis, benign ovary with a hemorrhagic corpus luteum cyst and follicular cysts, benign unremarkable fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of ptc. On 3-mar-2020: plaintiff fact sheet received. No new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.